Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads of this pacemaker system had exhibited noise on non-sustained ventricular tachycardia (nsvt) episodes soon after the device changeout in (B)(6) 2024. The noise appeared consistent with lead-on-lead noise. There was no indication of pacing inhibition. The patient was 47% atrial paced and 85% ventricular paced but did not appear pacer dependent. Ra impedances were stable in the upper 500-600 ohms range, and rv impedances showed a gradual rise from 1,000 ohms to 1,900 ohms over the past year. Rv thresholds appeared elevated in the 1.9 to 2.2 v @ 0.4 ms range. Technical services (ts) recommended confirming whether the leads were fully inserted into the device header at the upcoming lead revision. Subsequently, both leads were explanted and replaced due to lead/fracture, and the pacemaker was explanted and replaced due to normal battery depletion (nbd). It was noted that x-ray imaging of both leads showed clavicular crush. No additional adverse patient effects were reported. All explanted products were retained by the facility, were not expected for device return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.